Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instruction for use state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When a gore® excluder® aortic extender component was implanted, the right renal artery was reportedly covered by about 90 percent. There reportedly was no delay in perfusion to the right renal artery. A stent was implanted in the right renal artery to preserve blood flow, and the procedure continued. After all devices were implanted, a final intra-operative angiograph revealed a type ii endoleak and satisfactory blood flow to the right renal artery. No treatment was performed to the type ii endoleak. The patient tolerated the procedure.